Event description:
Pt reported that the strip vial catalog number, l0t number, and expiration date are illegible. Pt noted that the ink appears to have faded. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.